Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. It was reported that the facility's biomedical engineer replaced the display printed circuit board. The iabp was returned to clinical use.

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had no image on display. No adverse event was reported.